Event description:
The following is based on the medical records provided by the patient's attorney. The plaintiff's attorney alleged that he decedent experienced a cardiovascular event ad subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius product being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation. Medical records information reviewed. This event has been reported as a serious injury, although is undetermined if there is a reasonable suspected casual relationship between the product(s) and the event. There is no history of specific malfunction or product being out of specifications. The allegations of serious injury remain speculative in nature. The event reported on this patient involves five separate products and associated with MDR's 2937457-2014-01143, 8030665-2014-00497, 1225714-2014-00483, and 1225714-2014-00484.